Event description:
A customer reported experiencing a cartridge alarm, specifically a cartridge alarm 20, while the pump was in use. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer was advised to return the malfunctioning pump and was provided with a replacement pump, accompanied by updated software and necessary training. The customer will use multiple daily injections as a backup therapy during this process.